Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 9.4 mmol/l mg/dl at the time of incident. Customer state that the insulin pump alarmed button error while inside the customer's back pocket. No button error troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.